Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 16 unit bolus on its own. During troubleshooting, tandem technical support reviewed pump data in t:connect and confirmed that the customer had programmed a 25 unit bolus to be delivered. As the max bolus setting on the pump was set to 16 units, only the 16 units were delivered. The customer's blood glucose (bg) level was 144 mg/dl. In a follow-up email, the territory manager reported that the customer will receive additional pump training to address the issue.